Event description:
Tissue expander flipped and the two tabs on the tissue expander were displaced.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.